Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the PICC was confirmed, but the cause could not be determined, from the radiographic image that was provided for investigation. The image showed, what was consistent with catheter tubing overlaying the image of the patient¿s arm. The tubing formed an s-shape and what was consistent with a leak was shown at one of the curves in the s-shape. The characteristics of the leak site were not discernable from the image. Since the image demonstrated the reported event, the complaint was confirmed. Although, the exact cause could not be determined, potential contributing factors include material fatigue, sharp instrument damage, and over pressurization.

Event description:
It was reported on (B)(6) 2021, we had to remove a PICC that leaked subcutaneous chemotherapy. At the time of the leakage, the patient was receiving chemotherapy. Which has a very irritating effect on the skin. The PICC was inserted (B)(6) 2020. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reer2039 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021 we had to remove a PICC that leaked subcutaneous chemotherapy. At the time of the leakage, the patient was receiving chemotherapy which has a very irritating effect on the skin. The PICC was inserted (B)(6) 2020. No other information was provided.